Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was alleging the insulin pump of under delivery of insulin and experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. The customer was treated with manual boluses. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the customer was using auto mode or not. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.